Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device.the device was received loaded with a fully fired 3.5mm single-use loading unit (sulu). There were no visual or functional abnormalities noted during pmv testing. The loading unit was reloaded with staples, reloaded into the instrument and applied to test media with acceptable results. The staple line was properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colon resection procedure, while the device is being used for transecting the colon, the device did not fire. Suture was used to stop the leaking.